Event description:
The grey handle on the blue contour stapler broke when surgeon was trying to fire the stapler across sigmoid tissue. Surgeon said there was no issue with clamping the stapler across the tissue prior to attempting to fire the stapler. FDA safety report ID# (B)(4).